Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger was difficult to move and the stopper separated from it before use. The following information was provided by the initial reporter, translated from japanese to english: "the plunger was hard to move and the stopper detached."

Manufacturer narrative:
H.6. Investigation summary : customer returned (1) 3/10cc, 12.7mm, 29g syringe in an open poly bag from lot # 9042901. Customer states that the plunger was hard to move and the stopper detached. The syringe was returned with the stopper separated from the plunger rod which indicates that the plunger was difficult to move in the barrel. A review of the device history record was completed for batch # 9042901 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the silicone gun had air bubble present. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe plunger was difficult to move and the stopper separated from it before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the plunger was hard to move and the stopper detached."